Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had violent stomach pains and throwing up episodes landing him in the hospital. While there, his stimulator, which had previously never stimulated his stomach, began stimulating his stomach area. The hcp will do an x-ray to determine if the lead moved. In the meantime, the rep reprogrammed the device to alleviate the stomach stim. The rep reprogrammed the device by changing the orientation of the cathodes and anodes on the left side of the 5-6-5 lead. The middle and right side of the lead was right-side only. The left side was causing the stim in the stomach area. The rep changed the pulse width and the configuration of active electrodes. Coverage was appropriate at the end and the patient was going to follow up with his hcp on (B)(6) 2019. It was unknown if the issue was resolved. It was noted that all impedances were noted to be in check. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative indicated that the results of the patient¿s x-ray are unknown. They added that they are unsure of the cause of the stimulation in the patient¿s stomach. The rep stated that reprogramming was done to resolve the issue, but there was no resolution. They mentioned that the patient can leave their stimulation on low amplitude and still achieve some relief, but it is still causing problems if they turn stimulation up. The rep stated that they have not been able to meet with the patient¿s physician at this time. No further complications were reported or anticipated.